Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 07.702.040s lot: 9j53310 manufacturing site: selzach supplier: osartis gmbh release to warehouse date: 24. Dec. 2019 expiry date: 31. Aug. 2022 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the traumacem (tm) v+ injectable bone cement-sterile (p/n: 07.702.040s, lot #: 9j53310) was returned and received at us customer quality (cq). Upon visual inspection, the plunger was observed to be broken and the cement was cured at the device port. No other issues were identified with the returned device. Functional test: no functional test can be performed on the returned device due to the resistant/hardened of the cement. Can the complaint be replicated with the returned devices? Unable to perform document/specification review based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed - vetercem mixer drawing dimensional analysis: no dimensional inspection can be performed due to post-manufacturing damage. Complaint confirmed? Yes. Investigation conclusion the complaint condition is confirmed for the traumacem (tm) v+ injectable bone cement-sterile (p/n: 07.702.040s, lot #: 9j53310). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the traumacem v+ injectable bone cement mixture produced only about 4 milliliters of cement so the scrub tech was only able to fill the few white cannula of cement and there was no cement left. There was more cement push buried hard on the cement mixture and broke it. They disassembled the cement mixture and found out that there was not enough cement to fill another one of the blue cannulas. There was a surgical delay of approximately two (2) minutes. Procedure was successfully completed. Patient outcome is unknown. This is report 1 of 1 for complaint (B)(4).